Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power, reset error test, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The motor passed the motor test and no motor error alarm was noted. No unexpected off no power alarm and no blank display was noted. The low reservoir alarm functioned properly during testing. The insulin pump was received with minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was out playing and got a motor error alarm. It was stated that the screen went blank and then it said no power alarm. It looks like it is burnt on the label on the button. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 84 g/dl. Nothing further reported.